Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp connected the patient line extension set after the priming step of the therapy has been completed. The technical service representative (tsr) explained the proper procedures and advised the hp to connect the extension line prior to priming. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) connected the patient line extension set after priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional relevant information is obtained, a supplemental report will be submitted.